Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported (3) three false positive with the ID now covid-19 assay tests performed on (B)(6) 2022. This MFR. Report addresses test (3) three of (3) three. Confirmation pcr testing (platform unknown) was performed on an unknown date that generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1092976 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot 1092976 and test base part number 192-430 / lot 1092976. The lot met the required release specifications.(B)(4) . Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.h6 (health effect - impact code) h3 other text : single use, device discarded.

Event description:
The consumer reported (3) three false positive with the ID now covid-19 assay tests performed on (B)(6) 2022. This MFR. Report addresses test (3) three of (3) three. Confirmation pcr testing (platform unknown) was performed on an unknown date that generated negative results. No additional patient information, including treatment and outcome, was provided.